Manufacturer narrative:
MDR 3003442380-2024-08560 - device 5 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada on (B)(6) 2024, it was reported that the patient experienced nine infusion set fell off during use. Patient blood glucose level was 4.30-16.0mmol/l. Infusion set was in use for 2 to 3 days. No further information was available.